Event description:
It was reported that while placing the cage the middle aspect from the back of the implant chipped off. This was collected in a specimen pot and will be returned. The implant was left in place. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 2991026, 510k # k073291 was cleared in the united states. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.